Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported and the vessels were favorable for endovascular repair. It was reported that the stent graft was implanted without complication; however, one month post implant, the patient presented with leg claudication. There was an occlusion of the ipsilateral limb of the unsupported segment of the talent bifurcated stent graft noted. Two days later, a fem-fem bypass was performed to restore blood flow. No additional clinical sequelae were reported and the patient is fine and was discharged.

Manufacturer narrative:
Arterial and venous occlusion. Required surgical intervention.